Manufacturer narrative:
(B)(4). The anesthesia clinician was advised by a ge healthcare service representative to replace the flow sensor module during the case and the reported fault was resolved.

Event description:
The hospital reported the unit alarmed and was not able to switch to pressure control mode of ventilation during a case. There was no report of patient injury.